Event description:
Customer reported that the channel "crashes" during surgery. Stated that the channel must be disconnected and replaced. All information is anecdotal as there are no written reports of any specific patient events. Additional information obtained by a cfn clinical practice consultant ((B)(6)) during a site visit to address channel ¿crashes¿. No channel ¿crashes¿ or disconnect events were witnessed during the site visit. The iui connectors were inspected. Dried, white residue, green corrosion, and cracks were found on some of the iui connectors. The customer uses pdi sani-cloth af3 germicidal wipes to cleanse the devices. The customer was provided education about the recommended device cleaning process and iui connector cleaning recommendations, inspection, and replacement.

Manufacturer narrative:
The report of channel disconnect alarms was confirmed. The pump module was inspected; the right and left iui connector pins were contaminated and corroded. A white colored fluid residue was present on the bodies of the connectors. The root cause for the reported channel disconnect alarms was contamination and corrosion on the iui connector pins.